Event description:
Catheter tips were bent out of normal shapes. It was a re-sterilized catheter and the catheter tip was bent into a shape that was difficult for the physician to manipulate. The catheter was removed and a new catheter was used for the procedure.